Event description:
Additional information was received that the patient was in the emergency room for a non-device related issue, when it was noted that the patient had pre-syncope symptoms. Upon evaluation it was found that the patient has intermittent heart block with a heart rate down to 20 beats per minute. It was noted that the device was operating appropriately since it has previously been programmed to pace and sense only in the atrium due to a suspected fracture.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high pacing lead impedance measurements greater than 2,000 ohms. Further, noise and oversensing on the rv channel was observed which resulted in the delivery of inappropriate anti-tachycardia pacing (atp). Lead fracture was suspected, however, not confirmed. Additionally, loss of rv capture was also noted. Subsequently, the physician turned off the device's tachy therapies and reprogrammed the device to aai. It was reported that the patient's ejection fraction had improved. Additional information indicated that no further evaluation was performed and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.